Manufacturer narrative:
A sample was not received at the site. Batch aa2376 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "very badly burned" the cause of the consumer stating the wrap caused a very badly burned is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]. Back and side very badly burned [thermal burn], narrative: this is a spontaneous report from a contactable consumer reporting on behalf of himself. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip, batch/lot aa2376, expiration reported as 30nov2021), from may2020, for an unspecified indication. Medical history and concomitant medications were not reported. The patient used thermacare 3 weeks ago (may2020), and reported thermacare heatwrap had left his back and side very badly burned. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. The patient also confirmed that he had been referred to a consultant plastic surgeon. The product was sealed and intact. A sample was available for return. According to product quality complaints: a sample was not received at the site. Batch aa2376 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "very badly burned" the cause of the consumer stating the wrap caused a very badly burned is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harm was s3. Follow up (21jul2020): new information received from product quality complaints includes: event information (event onset date), product information (product was sealed and intact, sample was available for return), and investigation results. Follow-up (03aug2020): follow-up attempts completed. No further information expected. Follow-up (27aug2020): this is a follow-up report from the product quality complaint group included: severity of harm was s3. Near incident was ticked. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
There was no reasonable suggestion of device malfunction. A sample was not received at the site. Batch aa2376 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "very badly burned" the cause of the consumer stating the wrap caused a very badly burned is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]. Back and side very badly burned [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reporting on behalf of himself. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip, batch/lot aa2376, expiration reported as 30nov2021), from (B)(6) 2020, for an unspecified indication. Medical history and concomitant medications were not reported. The patient used thermacare 3 weeks ago ((B)(6) 2020), and reported thermacare heatwrap had left his back and side very badly burned. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. The patient also confirmed that he had been referred to a consultant plastic surgeon. The product was sealed and intact. A sample was available for return. According to product quality complaints: there was no reasonable suggestion of device malfunction. A sample was not received at the site. Batch aa2376 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "very badly burned" the cause of the consumer stating the wrap caused a very badly burned is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow up (21jul2020): new information received from product quality complaints includes: event information (event onset date), product information (product was sealed and intact, sample was available for return), and investigation results.

Event description:
Back and side very badly burned [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reporting on behalf of himself. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip, batch/lot aa2376, expiration reported as 2021 - 11), from (B)(6) 2020, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported a thermacare heatwrap had left his back and side very badly burned. The action taken in response to the event for thermacare heatwrap and the outcome of the event was unknown. The patient also confirmed that he had been referred to a consultant plastic surgeon.